Manufacturer narrative:
Block h6: imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the introduction of the device, the physician attempted an upper esophageal sphincter (ues) intubation and felt resistance. He immediately stopped and reassessed with a standard esophagogastroduodenoscopy (egd) scope. Then, he switched to a neonatal scope and verified a superficial mucosal tear of the pyriform sinus cavity occurred. It was reported that the physician felt uncomfortable with the integrity of the patients anatomy and cancelled the procedure. There is no allegation of malfunction or deficiency against the exalt scope. The patient was hospitalized. No intervention was needed to treat the laceration.